Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 2,000.0 mcg/ml of lioresal at 1,556.6 mcg/day in flex infusion mode. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The device was replaced on (B)(6) 2018, and the pump was returned to the manufacturer for analysis on april 18, 2018. It was indicated the patient was not in a clinical study. The device had been used with/in the patient for treatment, there was no patient death, and the patient recovered without sequela after the device was replaced. No rotor or dye studies had been done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer (patient¿s parents) via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 1556 mcg/day via an implantable pump for intractable spasticity and other spasticity. The type of baclofen and drug lot number of baclofen was unknown / unable to be obtained. It was reported that around (B)(6) 2018 the parents gave the patient oral baclofen due to symptoms of withdrawal. The symptoms had subsided at that point. According to parents around that date an infusion nurse had informed them of an increasingly amount of residual med noted at refills. The date of the event regarding the an increasingly amount of residual med noted at refill was not specified/unknown. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostic/troubleshooting performed, it was noted as being unknown and the doctor was unaware also. Actions take to resolve the issue included oral baclofen supplementation. It was unknown if the issue resolved at the time of the report. It was further noted that surgical intervention occurred regarding the patient having been due for end of life battery change. The pump was replaced. Upon admission, the parents informed doctor of the infusion nurse having noticed an increasingly amount of medication per each refill. It was noted that the company representative was made aware of the issue the day of the pump replacement surgery. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient was without injury regarding their status as of (B)(6) 2018. The pump was being returned to the manufacturer for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The 17-year-old patient¿s medical history included intractable spasticity secondary to holoprosencephaly which was controlled with an intrathecal baclofen pump. The patient¿s medical history also included scoliosis and allergies to motrin, soy milk, and latex. It was clarified that the pump was replaced to avoid normal battery depletion. It was noted that elective replacement indicator (eri) and/or end of service (eos) had not occurred prior to explant. No abnormal eri/eos occurred, and it was further noted that this practice was usually proactive making sure their patient¿s get in a little earlier then needed. The managing practice had no information or notes regarding when the nurse had started noticing an increasing amount of medication per each refill. Regarding if the dates of refills and if the expected versus actual residual pump reservoir volumes were available, it was clarified that the managing practice did not have this information. The withdrawal symptoms resolved.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.